Event description:
New information received on (B)(6) 2019 indicating that the patient also experienced cardiac arrest during the procedure.

Manufacturer narrative:
Correction: implant date was not previously reported.

Event description:
It was reported that patient had expired. Patient had been intubated previously and hemodynamically stable when presented operating room for a scheduled generator replacement. Patient was supported by external pacer and pacing wire during the procedure. Patient went in to ventricular fibrillation during the process of switching the leads to new device. Therapies were turned on. First therapy from new device failed to convert the rhythm. Second therapy at maximum output was aborted due to suspected lead impedance issue. However no lead issue has been noted on fluro during procedure. External defibrillation therapy could not convert the rhythm. And CPR was initiated. Eventually rhythm was obtained but patient was hemodynamically unstable and experienced pulseless electrical activity. Physician declared patient deceased. Physician stated that even if the device delivered maximum output it could have not converted the rhythm due to ineffectual use of external defib equipment during procedure. Device was removed and lead was left in the body. Cause for ventricular fibrillation is unknown, however there is no indication that it was due to the ICD. There is no known allegation from a health professional that the death was related to the device.